Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08735 inches. No unexpected insulin flow blocked alarms were noted. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with minor scratched display window, case and keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2018. Blood glucose at the time of admission was 24.5 mmol/l. The customer was vomiting and was treated with an insulin drip. It was noted the infusion set cannula was bent upon removal from the customer's body. The insulin pump did not alarm for insulin flow block. The customer reported the insulin pump did not alarm when the high pressure test was performed. A crack was also present on the insulin pump's housing. Customer's current blood glucose was unknown. The insulin pump will be returned for analysis.